Event description:
It was reported that this pacemaker recorded atrial tachy response (atr) episodes. Technical services (ts) was consulted and reviewed stored episodes, with available data indicative of oversensing of noisy signals for electromagnetic interference (emi). No further information is available from the field. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded atrial tachy response (atr) episodes. Technical services (ts) was consulted and reviewed stored episodes, with available data indicative of oversensing of noisy signals for electromagnetic interference (emi). No further information is available from the field. This pacemaker remains in service. No adverse patient effects were reported.